Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device initially exhibited end of life. The device was programmed and normal function ensued. Later that same month the device exhibited back-up operation. The device was replaced. A subsequent interrogation in the field revealed loss of output and telemetry.